Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical field service representative updated the unit to latest software .21 and noticed o2 tubing is not secured tight to vent. Heard a small leak when performing o2 cal. Performed 2p o2 sensor calibration, passed circuit test and verification. No root cause could be determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having vent has low volume, high temp and high pressure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: results of investigation: a vyaire field service representative(fsr) evaluated the device onsite. Root cause is not determinable as there is no logs available for evaluation. Low volume might be due to plv activation. The temperature high alarm could be related with filter maintenance. The unit issue resolved after the 2p calibration, passed circuit test and successful verification test.